Manufacturer narrative:
Approximate age of device ¿ 2 years, 1 month. This type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient had an upper double balloon enteroscopy without fluoroscopy on (B)(6) 2017. No source of bleeding was identified. On (B)(6) 2017 the patient had a video capsule endoscopy which identified hemorrhagic mucosa in the jejunum, likely from ischemic jejunitis. Clotted blood and hematin was found in the small bowel. Blood was found in the entire examined colon. Two 4 mm polyps in the transverse colon and one 4 mm polyp in the descending colon were found. On (B)(6) 2019 the examined part of the ileum was normal and no active bleeding was identified. On (B)(6) 2017 a small bowel enteroscopy was performed on the operating table during exploratory laparotomy. Hemorrhagic mucosa with active bleeding was found in the mid-jejunum at the site of the tattoo. Two additional areas of small bowel mucosal bleeding identified in distal jejunum and mid ileum were found. Surgical resection occured after enteroscopy. No additional information was reported.